Event description:
A customer reported that the system shut down itself during a vitrectomy procedure. The operating room personnel turned the system back on and started to work, but mins later it shut down again; therefore the staff decided to exchange the system. The case was able to be completed and there was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and replaced the power supply iii to address the reported event. The system was then tested and found to meet product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. At this time, w/o the requested sample, the root cause of the reported event cannot be determined conclusively. (B)(4).